Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of redy0085 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (redy0085) have been reported from the same facility (B)(6).

Event description:
It was reported that there was a "hole on the catheter." No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed. The product returned for evaluation was one 4fr s/l powerpicc solo catheter. Usage residues were observed throughout the sample and a needleless injection cap was attached to the luer adapter. A circumferential split was observed near the 6cm depth marking. The split occurred within a deep kink impression. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion; however, a leak was observed emanating from the split site. Microscopic inspection of the split revealed granular fracture surfaces. Material buckling, discoloration and wear were observed in the vicinity of the split. The split characteristics and surrounding features were consistent with damage accumulated through flexural fatigue. Cyclic kinking of the catheter tube caused initiation and propagation of a split in the catheter. The location of the damage suggested that catheter securement, access and maintenance techniques likely contributed.

Event description:
It was reported that there was a "hole on the catheter." No other information was provided.